Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, error 23008 had occurred on universal surgical manipulator (usm). The customer performed troubleshooting by back driving axis 1 and performed an emergency power off (epo); however, the issue persisted. The customer performed a hard power cycle, and an epo of the patient side cart (psc) had been performed, and the error was no longer present. Technical support engineer (tse) communicated that the error could return because a hard power cycle and epo had already been attempted previously. The procedure was aborted to another dv system. Isi followed up with the initial reporter and obtained the following additional information: the representative confirmed that this occurred prior to the first procedure or the day. Since the error could return and not fully resolved, the site, aborted the procedure to another dv system.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) due to error 23008. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.